Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a fall that affected their back. The patient was being evaluated by a spine surgeon and a cat ( computerized axial tomography) scan identified a catheter fracture. The patient experienced pain at an unknown location. During the catheter replacement surgery a pump connector was found to be stuck. The healthcare provider (hcp) was unable to remove the catheter connector from the pump. The rubber broke away and the hcp had to use a clamp to release the metal grip. It was noted that the patient was ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was dilaudid. Additional information has been requested regarding the patient¿s outcome, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of catheter 8709 identified a broken catheter body and a compressed area of the catheter body. Analysis of catheter 8596sc identified catheter connector damaged at explant.